Manufacturer narrative:
Evaluation, results: failure to follow instructions (force was used during delivery of the device to the lesion); inherent risk of procedure (failure to deliver stent and stent deformation); lesion morphology (lesion had 80% stenosis and moderate calcification); deformation problem. Conclusions: failure to follow instructions (force was used during delivery of the device to the lesion);inherent risk of procedure (failure to deliver stent and stent deformation); lesion morphology (lesion had 80% stenosis and moderate calcification). (B)(4).

Event description:
The physician intended to deploy a resolute integrity 2.25 x 30 mm rx drug eluting stent. The target lesion was in the proximal rca was reported to exhibit moderate calcification and 80% stenosis. A pre-dilatation was carried out using an nc sprinter 2.00 x 09 mm balloon. There were no difficulties noted during preparation and inspection of the device prior to use. It was reported that the physician used force greater that anticipated in an attempt to deliver the device. It was reported that the balloon burst and the device broke into two pieces with the break occurring in the middle of the device. The stent was implanted. It was reported that the patient suffered an injury to the blood vessel, however, no treatment was given as the patient's pericardium and heart had grown together following heart surgery several years prior, thus preventing a pericardial effusion. The patient's condition post procedure was reported as 'well'. Evaluation summary: the balloon had been inflated. Blood was present inside the balloon and inflation lumen. The device failed negative prep. The device was pressurized and liquid was seen exiting the balloon working length. A 12mm longitudinal tear was present along the proximal balloon working length. The edges of the tear were smooth and jagged. Scratches were evident along the balloon and appeared to lead into the edges of the tear. There was no device detachment, as initially reported. Procedural image evaluation: the procedural images confirm diffuse calcified disease in the proximal to mid rca. The distal rca was also diseased. The rca was pre-dilated with multiple balloon inflations. Incomplete balloon expansions were visible during pre-dilation, most likely as a result of the severe disease in the vessel. Contrast can be seen exiting the resolute integrity balloon as it was being expanded in the proximal rca. No images were provided showing the balloon burst. There is no evidence of stent fracture on the procedural images. The vessel profile at the site of the perforation is non-uniform and suggests that the calcification prevented full stent expansion. The clear profile of the stent has been lost in the ¿noise¿ of the severe calcification. The vessel perforation can be confirmed from the images.